Manufacturer narrative:
Weight was requested but was not provided. (B)(4). Approximate age of device - 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6)2017, it was reported that the patient presented with dark tarry stools, shortness of breath and a drop in hemoglobin (hgb) level. . The pump parameters were stable. An esophagogastroduodenoscopy (egd) showed small non-bleeding erosions. A capsule study performed was negative. Unspecified units of packed red blood cells were transfused and a cardioversion procedure was completed to correct the atrial fibrillation. The patient was subsequently discharged to home with no change in treatment, and remains stable with no further readmissions. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding and atrial fibrillation could not be determined through this evaluation. Bleeding and cardiac arrhythmia are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.